Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour on the leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and found the rotational sensor assembly malfunctioned and falsely read open, causing first prime to end earlier than intended. Consequently, the firing flat was not lined up with the release bar by the end of second prime, preventing deployment of the needle mechanism. No damages or defects were found that would contribute to rotational sensor issues; the cause of the false open readings could not be conclusively determined.